Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a broken case.